Manufacturer narrative:
The surgeon used orthadapt bioimplant to bridge a gap to repair rotator cuff tendon tear. This is an off label use of the product. Based on the limited reported info, the specific cause of the event could not be identified; however, it is likely that the fixation technique used to secure the bioimplant (as indicated by the physician) and the off label use contributed to the event. Neither the product nor the product lot number were provided to the MFR. The MFR of the device at the time was pegasus biologics, inc.

Event description:
The pt experienced an inflammatory reaction post rotator cuff tear repair using orthadapt bioimplant (date of symptom onset not provided). During a surgical procedure post repair (date unk), the bioimplant was noted to be torn and loose, and subsequently was removed.